Manufacturer narrative:
(B)(4) this report will be amended when our investigation is complete.

Event description:
It is reported that the patient requires a revision for an unknown reason.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
The components were reviewed for compatibility with no issues noted. Review of the device history records for the tibial component identified no deviations or anomalies. No devices were received; therefore the condition of the components is unknown. This device is used for treatment. A product history search identified no other complaints for the part and lot combination of the tibial component. Primary operative notes state the patient underwent right total knee arthroplasty due to severe degenerative joint disease. It was noted that the final components were placed using a cementless technique. Range of motion and stability were noted to be excellent throughout with well-balanced gaps. No intraoperative complications were noted. Reported information states that the patient is pending revision; however, it is unknown if the revision has occurred and the reason for the revision. A definitive root cause cannot be determined with the information provided.